Manufacturer narrative:
Date of birth - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - cath lab manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band was not holding inflation after multiple attempts. The patient was ok and the outcome of the procedure was positive. Additional information was received on 09mar2021. The procedure was a left heart radial approach. When applying the tr band, the proper steps per the instructions for use (IFU) were taken. There were 18ml's of air injected into the tr band when it was applied. Hemostasis was achieved with a second tr band after brief manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.